Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery using penumbra coil 400 (pc400) coils. During the procedure, the physician was unable to advance a pc400 coil from the introducer sheath into the microcatheter. The pc400 was not used and the procedure continued using a new pc400 coil. There was no report of an adverse effect on the patient. The physician commented: I felt the strong resistance at quite early stage when I started inserting the coil from the orange sheath, and couldn't advance any further. I couldn't tell what was wrong. While the total of 4 coils (inclusive of the defect one) were used for this procedure, the first, second and forth ones were able to be inserted without any trouble.

Manufacturer narrative:
The pet lock on the proximal end of the pc400 coil pusher assembly was intact, and the pusher assembly was kinked approximately 5.0, 53.5, and 67.5 cm from the proximal end. The pc400 coil was intact with the pusher assembly, and the introducer sheath had dry blood inside the lumen. The introducer sheath was skived away and the outer diameter of the coil and distal detachment tip (ddt) were measured and found to be within specification. The complaint has been evaluated. The complaint indicated that as the pc400 coil delivery wire was inserted into the px slim delivery microcatheter, there was a strong resistance felt while trying to advance the coil out of the introducer sheath. Evaluation of the returned pc400 coil revealed that the introducer sheath had dry blood inside the lumen which made it difficult to advance the coil out of the sheath during evaluation. There was no visible damage to the sheath. The outer diameter of the coil and ddt were measured and found to be within specification. The px slim delivery microcatheter used in the procedure was not returned for evaluation. Due to the dried blood noted inside the lumen during evaluation, the cause of the complaint could not be determined. Further evaluation revealed that the pc400 coil pusher assembly was kinked. This type of damage typically occurs due to improper handling during use. If the device is manipulated with force against resistance, it is likely that damage such as this may occur. These devices are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.